Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A doctor reported that the patient has a shocking sensation on the left side of their brain when the implant is on which has occurred since their revision in 2014. It was stated that the shocking occurs less than every second and is not positional, with the patient getting therapeutic benefit. The patient's indication for implant is parkinson's dual and movement disorders.